Event description:
The patient reported that the up arrow keypad button has been intermittently unresponsive for the past one to two weeks. She stated that she wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up and down arrow keypad buttons were intermittently unresponsive and required excessive force to engage; the ok button responded appropriately. During investigation, evidence of contamination was found under all key contacts.